Manufacturer narrative:
The patient began experiencing the symptoms on 28-nov-2025 and consulted the hcp who confirmed it as an infection. The hcp treated the patient with antibiotics augmentin. The patient is not using the system since 28-nov-2025 at 03:54 pm.a review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident in which the user reported an infection at the sensor site, with symptoms of pus and blood discharge, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on 28-nov-2025. No other infections were reported.the user's hcp is aware of the event and prescribed augmentin as treatment.per dms, the user has not been using the system since 28-nov-2025 at 3:54 pm.